Manufacturer narrative:
Only the month on which the endoleak was identified is known. Therefore (B)(6) 2020 was used as the event date. (B)(4).

Event description:
It was reported that on (B)(6) 2016, the patient presented with an abdominal aortic aneurysm (diameter 55 mm) that was treated with gore® excluder® aaa endoprostheses. On an unknown date in march 2020, a type ii endoleak originating from the lumbar arteries and a possible proximal and distal type I endoleak were visible. Additionally the aneurysm had reportedly grown to 68 mm. A follow-up angiogram was performed on (B)(6) 2020. No proximal filling was visible, but a gore® excluder® aaa aortic extender endoprostheses (pla) was implanted to prevent a possible future proximal type I endoleak. On (B)(6) 2020, a follow-up angiogram showed a possible type ii endoleak or type ib endoleak. On (B)(6) 2020, a follow-up angiogram showed clearly confirmed the type ii endoleak originating from the lumbar arteries. No distal type I endoleak was visible. It was decided that the devices are going to be explanted and that a surgical device will be implanted. No date of the reintervention was communicated.

Event description:
It was reported that on (B)(6) 2016, the patient presented with an abdominal aortic aneurysm (diameter 55 mm) that was treated with gore® excluder® aaa endoprostheses. On an unknown date in (B)(6) 2020, a type ii endoleak originating from the lumbar arteries and a possible proximal and distal type I endoleak were visible. Additionally the aneurysm had reportedly grown to 68 mm. A follow-up angiogram was performed on (B)(6) 2020. No proximal filling was visible, but a gore® excluder® aaa aortic extender endoprostheses (pla) was implanted to prevent a possible future proximal type I endoleak. On (B)(6) 2020, a follow-up angiogram showed a possible type ii endoleak or type ib endoleak. On (B)(6) 2020, a follow-up angiogram confirmed the type ii endoleak originating from the lumbar arteries. No distal type I endoleak was visible. The devices were explanted on (B)(6) 2020 and a surgical device was implanted.

Manufacturer narrative:
B5: updated. D7: added.